Manufacturer narrative:
The axium coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this axium implant coil would not able to detach during the procedure. Reported device and any accessory devices were prepared as indicated in the IFU. No further detail provided at this time.